Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) was implanted with a left ventricular (lv) lead and right atrial (ra) lead only, however the right ventricular (rv) channel is exhibiting oversensing, with rv pacing and lvs-inh indicator. The crt-d was programmed lv only. The rv lead will be implanted at a future date, post tricuspid valve replacement. The technical services (ts) mentioned that as the device is being used in a manner not intended, programming considerations are limited. The ts explained that the indicator lvs-inh is an indication of lv sensing and pacing within 400 ms after and discussed troubleshooting and possible programming options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this cardiac resynchronization therapy pacemaker (crt-p) was implanted with a left ventricular (lv) lead and right atrial (ra) lead only, however the right ventricular (rv) channel is exhibiting oversensing, with rv pacing and lvs-inh indicator. The crt-p was programmed lv only. The rv lead will be implanted at a future date, post tricuspid valve replacement. The technical services (ts) mentioned that as the device is being used in a manner not intended, programming considerations are limited. The ts explained that the indicator lvs-inh is an indication of lv sensing and pacing within 400 ms after and discussed troubleshooting and possible programming options. This crt-p remains in service. No adverse patient effects were reported.